Event description:
The customer was found on the floor shaking. They had fallen after blacking out. Paramedics were called and the customer was taken to the hospital where a lab was performed with a result of 39 mg/dl. The customer was admitted with a compressed fracture and sore leg. The customer stated they had been getting higher results than normal. They went to the doctor with their log book and the doctor prescribed 4mg amaryl and 500 mg of metformin twice a day in addition to their regular medication. The doctor did this without any blood work. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.